Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during central processing procedure, the 8mm permanent cautery hook instrument (pch) yellow plastic is broken. The procedure was completed with no reported patient injury. Intuitive followed up with the initial reporter and obtained the following additional information: no fragments left behind in the body, no video recording of surgery, and instrument was sent down to our shipping department for return.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did replicate and confirm the customer complaint ¿yellow plastic support around hook tip is broken.¿ during investigation, failure analysis found the instrument was found have a completely broken and missing conductor cap. The missing piece was not returned and measure approximately in size 0.19¿ x 0.25.¿ the instrument was found to have a broken distal clevis at the base of the clevis. The broken piece was not returned, measuring roughly 0.32¿ x 0.20¿in size. Clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis show damage. The conductor cap is missing and the conductor wire is dislodged. The probable root cause is attributed to damage during use, which may result from applying excess force on the distal end of the instrument during handling, insertion, usage (overloading), or removal. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.